Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a blood glucose of 467 mg/dl. Customer was explained that they will not get a message to update the sensor if their blood glucose is outside the 40-400 mg/dl range. Customer has not been home to get insulin but is now home and is getting insulin at this time. Customer stated that there is nothing wrong with the pump. Customer was explained how to calibrate through the bolus wizard and manually calibrate.